Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient's egv was 54 mg/dl sometime after the sensor was put on the arm. The patient ate candy. Despite treatment, his egv stayed at 54 mg/dl and he began to feel lightheaded, hot and cold feeling, shaky, and blurry vision. He called 911 for medical assistance because he had no glucometer. In the emergency room (ER), his bg was measured 26 mg/dl while his egv stayed at 54 mg/dl. He was treated with IV glucose and when his sugar was stable, he was discharged the same day. The patient reported feeling fine as of the time of the call. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - chills.